Manufacturer narrative:
(B)(6) (family planning guidance office). The device was returned to olympus for evaluation. Upon inspection and testing of the device, it was found that the due to a defective light-emitting diode (led), image color was bad. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 2 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the defective light-emitting diode (led) could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the dimming was poor on the visera elite ii video system center, the image was purple. This occurred during preparation for use, and the hysteroscopic surgery was completed with a similar device. There was no patient or user harm associated with the event.